Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28102. It was reported that the patient presented for a scheduled procedure. During the procedure it was discovered that the right atrial lead and the right ventricular lead exhibited insulation breaches. It was noted that the right ventricular lead had a history of low impedance. Both leads were capped on (B)(6) 2021. The patient was in stable condition.